Event description:
Reporter indicated a vns therapy programming system is "not working properly," and did not allow a vns patient's settings to be adjusted. "The equipment kept beeping, but the changes would not take." Good faith attempts to obtain additional information have been unsuccessful to date.